Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. The initial MDR was inadvertently submitted with FDA registration number as (B)(4). The correct FDA registration number is (B)(4). H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a stent placement procedure, the device allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent was ruptured when in use during operation.